Manufacturer narrative:
The results of this investigation are inconclusive since the device was not returned for analysis and no additional info was received. However, there was no evidence found to suggest the leaflet impediment observed on echocardiogram and the pt's subsequent death were due to an instrinsic defect in the valve, as supported by the review of the mfg traveler.

Event description:
The pt presented complaining of chest pain. Transthoracic echocardiogram performed in dec 2005 showed both leaflets to be impeded. At the time of the echocardiogram, the pt was taking sintrom (acenocoumarol) for anticoagulation with an inr of 3.23. It is unknown when sintron was initiated. The pt had a history of mitral stenosis and insufficiency, tricuspid regurgitation, atrial stenosis and insufficiency, tricuspid regurgitation, atrial fibrillation, and pulmonary hypertension.